Event description:
It was reported that the devices were used in an unknown procedure. It was reported by the rep that the gaskets on the trocars were tearing when suturing. There was no consequence to the pt.